Event description:
As reported: "arthroplasty total hip revision - right. I&d, poly exchange. Pre-op diagnosis: right hip infection." An adm/ mdm poly liner and 28 -2.7 biolox head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 28mm -2.7 biolox head - 3645324 v40 200a; catalog# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient underwent revision due to infection. The event could not be confirmed nor the exact cause be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "arthroplasty total hip revision - right. I&d, poly exchange. Pre-op diagnosis: right hip infection." An adm/ mdm poly liner and 28 -2.7 biolox head.